Event description:
It was reported that during arthroscopic knee procedure the physician (B)(6) noticed the cord to the foot petal was frayed leaving exposed wires. The physician deemed the device unsafe for use in the operating room. The procedure was completed and no complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.